Event description:
It was reported that the customer experienced high blood glucose levels. Customer treated with insulin injection by nurse and endocrinologist at the diabetes camp.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.